Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was leaking insulin. The entire insulin pump was wet. Customer experienced a high blood glucose level of 30.9 mmol/l. The insulin pump has never alarmed no delivery. The device was not returned.